Event description:
Baby pulled 8fr oral-duodenal tube corpak weighted enteral feeding tube out. End of tube noted to be missing weighted end. Nnp and neonatologist notified. Xray showed the remaining tip of the tube. Chop surgeon consulted and in to evaluate pt for surgery. Baby transferred to chop for probable surgical intervention.